Event description:
A new stage 2 pressure ulcer was noted after patient had the ear probe on for a short time. The probes were immediately removed from use and the company was notified. The patient has recovered.